Event description:
It was reported that during a vaginal hysterectomy procedure, while using the open forceps with the g400 workstation, the pt received a 1 inch by 1 inch burn on the vaginal sidewall. No additional recovery was needed for the pt. The open forceps used with this workstation will be reported on medwatch #2183680-2012-00043.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.